Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards, cables, and connectors. The system operates as intended.

Event description:
It was reported that the left (live) monitor was blinking on and off. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.